Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is still using their ins and the patient did in fact not have to be explanted. The IV antibiotics curved the suspected infection and the patient has fully healed per her managing physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated on (B)(6) 2019 she had a photo taken of her incision by a friend and it was noticed that some of her staples had come out. The doctor started her on a round of antibiotics and she has been on a total of 3 rounds of oral antibiotics. The patient is currently being admitted to the hospital to start IV antibiotics to prevent an explant. The patient is a diabetic who has slow wound healing. The doctor has also put a new set of sutures in to help with the wound closure. No further complications were reported. No additional patient symptoms were reported.